Event description:
Prevana wound vac needed batteries changed 3 times within one day. Batteries for this wound vac should last several days. Wound vac itself has also needed to be changed due to this issue.